Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis due to an elevated blood glucose (bg) level;. Bg value was not provided. Contact alleged that the pump was "malfunctioning"; however, customer declined troubleshooting with tandem technical support and declined to provide further information, and the alleged root cause could not be confirmed. The customer continued to use the pump for insulin therapy.